Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, ICD, implanted: (B)(6) 2009; 694765, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was explanted due to suspected dislodgement as evidenced by loss of capture at the highest output and high thresholds. The lv lead was not replaced due to the patient's ejection fraction being now normalized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was an insulation breach due to kinking/buckling while in vivo. It was noted that the outer insulation of the lead developed a cosmetic depression while in vivo and the outer insulation of the lead was distorted due to kinking/buckling.